Manufacturer narrative:
Other applicable components are: product ID 3587a25, lot#: n139872, implanted: (B)(6) 2008-explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain. It was reported that a power on reset (por) message was observed. The rep stated that the patient had a surgical procedure but indicated that it was closer to the lead; it was unknown if electro magnetic interference (emi) or end of service (eos) was related to the por message. The rep further reported that the impedance reading was giving them question marks. Technical services suggested that the rep increase to pulse width and run the stimulation and if the ins resets that it is likely that the ins battery needed to be replaced. The rep stated that the patient only uses stimulation for 30-60 minutes per day for motor cortex stimulation. Per the patient, the therapy had been working but the report showed the device was reset on oct-18. Additional information was received from the rep reporting that the surgical procedure that the patient had was to wash out the lead site for a possible infection. The rep stated that they assumed the cause of the por was cautery only because the por occurred on same day of surgery but other than that the cause was unknown. The rep increased the pulse width to 270and impedances were within normal limits. It was noted that the por and the unknown impedances were resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause and the actions taken to resolve the infection were unavailable; however, the infection was resolved. It was noted that this information was confirmed with the healthcare professional.